Event description:
The patient's health care professional reported a "loss of efficacy" and noted that "current impedance measurements are higher than typically seen on this patient." The hcp measured an impedance of 3692 ohms in (B)(6) 2010 and had previously measured an impedance of 932 ohms in (B)(6) 2009. No pt symptoms were reported. A manufacturer's representative met with the pt and noted the pt had "several episodes where he felt sudden, strong shocking sensations down his left side." These episodes occurred "over the course of one day about 3 weeks prior to the (B)(6) visit." The pt noticed an increased right side tremor after these episodes. The pt also "felt a sensation of receiving shocks" a week before the (B)(6) visit. The pt was not exposed to any electromagnetic interference and did not feel any "localized shocking, burning or painful sensations." The pt described an "overall shocking sensation down his entire left side radiating to his fingers" and was unable to control his right side tremor since the shocking. The representative examined the pt and his device. The impedance values "appeared unusual." The representative measured an impedance of "3697" on the left side and an impedance of "884" on the right side. All incision sites were "healthy with no signs and symptoms of infection or hardware rejection." No abnormalities were found when the representative palpated the path of the system. The pt was no longer experiencing any "painful sensations or shocks" and "his system checks out normally." A follow-up will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).